Manufacturer narrative:
Correction: e1 (phone number) additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was received fully fired, with a deformed clamping mechanism. The staple pushers were flush with the cartridge, and staple strike marks were observed in the anvil pockets. It was reported that during the gastroplasty bypass procedure, when using the two reloads, the jaws did not close correctly, resulting in low compression and a superficial stapling of gastric tissue, which caused a gastric secretion leakage. The surgical time was extended by forty minutes, and manual suturing was performed to close the stomach. The reported issues staple formation and staple line content leak were confirmed. The most likely cause could not be established from the information available. It was also reported that the jaws will not close completely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws and firing the reload, which is in interlock status. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: gia60amt, egia60amt egia 60 artic med thick sulu, (lot # p4h0942). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the gastroplasty bypass procedure, when using the two reloads, the jaws did not close correctly, resulting in low compression and a superficial stapling of gastric tissue, which caused a gastric secretion leakage. Surgical time was extended by 40 minutes, and manual suturing was performed to close the stomach.